Event description:
A t4-l5 posterior lumbar fusion was performed in two-stages. An anterior release was performed first, followed by a fusion with instrumentation. Pt bent forward and felt a pop postop. Follow up x-rays revealed the rod and most inferior part of the construct appeared to have slid out of the most inferior screw and was sitting laterally to the screw head and the locking cap was still attached. During revision procedure, surgeon noted that the set screw of the locking cap was not tightened down and the head of the screw was not locked. The screw and locking cap was removed and replaced. This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Implant dates reported as 2008 for two-stage surgery. Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of the manufacturing record has been requested.